Manufacturer narrative:
The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. This charger model was included in a field correction. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR report #: 1627487-2018-03451. It was reported that the patient experienced burning sensation while charging the ipg since 2008. As a result, the patient underwent surgical intervention to have their system explanted. The issue occurred while using a high energy charger and patient did not participate in the charger swap. See previous reports for related issues with this device. Please see MFR. Report# 1627487-2017-02817 for pain at ipg site, explant, device return and analysis. Please see MFR. Report# 1627487-2014-20272 for related issue of pain at ipg site.